Event description:
It was reported that prior to a procedure, the unit displayed an e-1 error message.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.